Event description:
Information received by medtronic stated that the battery compartment was damaged. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. The pump was returned for cosmetic damage (crack) located at the battery compartment found on (B)(6) 2021. P-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case (battery tube), scratched case, cracked keypad overlay, moisture damage in battery tube, and faded serial number label. Successfully downloaded firmware using crest. Successfully downloaded history files and traces using thus. Unit received with critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/ seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor]. Cosmetic damage was confirmed during visual inspection where cracked case(battery tube) was noted. Pump error (open book image) alarm noted due to moisture damage on force sensor. Pump error 35 alarm confirmed in the pump history files on (B)(6) 2021 at 2:30am due to moisture damage on force sensor. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.